Event description:
An endurant aui and endurant limb were implanted for the endovascular treatment of a  52,5mm abdominal aortic aneurysm. It was reported that the aui was selected due a total chronic occlusion of the left common iliac artery and left common femoral artery.  The endurant limb landed in the common iliac artery and  a  10mm x 7cm non-medtronic stent was implanted into to the externa iliac artery. Embolization of a lumbar artery was  performed during the index procedure. It was reported that an endoleak was observed at the end of the procedure. The endoleak was believed to be a type IV endoleak and the procedure was completed. Post operative imaging from one week later( 14-aug-2023) confirmed that the endoleak was still present. A type ii endoleak  was observed from previously embolized lumbar artery. Contrast leakage was also observed from the junction between the distal end of the aui stent graft and the endurant leg. On 17-aug-2023 intervention was performed. On imaging from the peripheral end of the aui, an endoleak was confirmed in a jet-like shape in the graft contrast study, and it was determined to be a type iiia. In the initial evar, approximately 30mm of junction was taken between the aui to the endurant limb, so a non mdt limb was placed in a way that it extended it to approximately 10 mm of the proximal. When contrast imaging was performed after touch-up, the endoleak remained almost the same. A type ia enodleak was suspected, so a non mdt cuff was added, but the el remained unchanged. It was then judged that the aui had to be fully re-lined. The physician performed the up side down method to place another non mdt graft through the taper of the aui and the endoleak disappeared and the intervention completed. It was noted the type ii endoleak from the lumbar artery was found to be more antegrade than intragraft on imaging. It has not been confirmed at this time whether there is el in retrograde. Per the physician, the type iiia endoleak was generated during the index procedure due to the gap in the aui and endurant limb. During the intervention on 17-aug-2023 the fitting of the first additional non mdt limb was poor, so the type iiia endoleak. It is believed that the endoleak disappeared because the gap was covered by the up side down method of the 2nd placed non mdt graft. No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c93ej, serial/lot #: (B)(6) , ubd: 15-nov-2023, UDI#: (B)(4). Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the exact type and cause of the endoleak could not be fully determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak cause although a type iiia junctional endoleak cannot be fully ruled out there appeared to be sufficient component overlap between the endurant aui and endurant limb to prevent this. It is possible that component separation of the endurant aui and limb over the period of time between the report received and the intervention may have occurred but this could not be assessed. A type iii fabric endoleak would be less likely to have occurred at index and analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to this, e.g calcificati on on. A type ia endoleak was not considered to be present as adequate proximal seal was observed. It is most likely that the observed collateral vessels contributed to a type ii endoleak in this area and it is also considered that a delayed type IV endoleak may also have been present. Factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have contributed to this. The reported intervention with stent graft relining could have resolved several different endoleak types however. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.